Manufacturer narrative:
Device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the lower trigger of the device was blocked. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the lower trigger of the handpiece device was blocked, and the bearings were running roughly. It was noted that after the device was disassembled, traces of corrosion were observed in bearings due to a brownish residue, and that also blocked the trigger, and the falling out protection ring was found to be missing. It was further determined that the device failed pretest for check for leakage, check proper function of the trigger, check falling out protection (steal ring). It was noted in the service order that the device was not working. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.